Event description:
Pt was prescribed the freestyle libre 14 day cgm. Pt reported incongruent readings between fingerstick and cgm readings. Author spoke with pt. Pt endorsed appropriate applicator / sensor pack construction, appropriate application technique, and appropriate sensor storage. Pt denies any severe dehydration or water loss at the time of discordant readings. Pt also denies high dose ascorbic acid or salicylic acid use and pt denies any recent MRI / CT / x-ray / hot tub / sauna use through which the sensor was worn. Pt is not on dialysis and does not have a pacemaker. Pt stated this has occurred with multiple sensors. Pt was using expired blood glucose test strips so author provided pt with new test strips. Pt compared bg readings from expired test strips with new test strips and per pt, readings were similar between the two. Readings with the freestyle libre 14 day cgm are as below. Date time fingerstick bg reading freestyle libre cgm system reading on (B)(6) 2021 430pm: 99 63, (B)(6) 2021 at 830 pm 96 49, (B)(6) 2021 at 6 am 101 lo, (B)(6) 2021 at 930 am 146 91, (B)(6) 2021 at 1130 am 106 low. Pt was switched to dexcom g6 cgm. Readings were as below: date time fingerstick bg reading dexcom cgm system reading: (B)(6) 2021 at 1130 am 132 143, (B)(6) 2021 at 510 pm 103 109, (B)(6) 2021 at 3 pm 255 216 "(B)(6) 2021" 830 am 180 188, "(B)(6) 2021" at 1130 am 132 130. Dosing: use 1 sensor every 14 days.